Manufacturer narrative:
Philips service replaced the image disk 2; device restored to normal. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that image disk 2 failed during clinical use on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.